Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: 2020-44779.

Event description:
A physician reported that following an intraocular lens (iol) implant procedure there is a large brown patch of glistenings on an iol that resembles some lenses that I have implanted over the years. In those lenses the change occurred gradually. There are two medical device reports associated with the events reported by this report. This report is for the multiple lenses that were implanted over the years with glistening that occurred gradually.